Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: the user's report is that the needle npe broke off and was trapped into the rubber part of the pen.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: the user's report is that the needle npe broke off and was trapped into the rubber part of the pen.

Manufacturer narrative:
H6: investigation summary four open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No. Cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the remaining three samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.